Event description:
During a lifting from a chair with a floor lift, the feeling was the sling clips came loose. The floor lift was lowered slowly, clips were adjusted and lifted again carefully. No injuries were reported.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.